Manufacturer narrative:
The reported field event of set screw could not be tightened was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that during a scheduled epicardial left ventricular lead implantation procedure, the set screw of the chronic device could not be tightened to secure the epicardial lead pin. The device was replaced and the pin of the epicardial lead was successfully inserted into the port of the new device. Patient was stable.